Event description:
It was reported that the right ventricular lead exhibited a variation in sensing. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that on (B)(6) 2014, the right ventricular lead exhibited a loss of sensing. There was no intervention performed.